Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer's mother reported her daughter had a tampon that unraveled and the string pulled out. She was not able to remove the tampon and had to seek medical attention. The tampon was removed in pieces at the ER. Her daughter experienced cramping and pain due to tampon being inside for 10 hours and doctor removing it using speculum. She took (B)(6) and ibuprofen for the pain.